Event description:
The complainant reported an under velivery of feeding for a male pt using a companion clearstar pump, list #55239 per the report, the feeding tubing kinked, causing an under-delivery of 200 of the intended 1000 ml feeding of jevity and "one pot" of live yogurt" (20% under-delivery). It was reported that the pump did not alarm. The pt's mother noted the under-feeding and increased the feeding rate for a time. However, she ended the feeding at 1:30 am. To alllow her son to sleep. It was reported that the pt was "generally unwell" the following day but recovered. There was no report of serious injury or illness associated with this complaint additional info has been received from the affiliate indicating that the pt's mother stated that this has been a repeated failure over the last year, and the situation has left her son dehydrated and underfed on many occasions. No med intervention was reported. The addition of yogurt to the feeding delivered through the pump is considered user error as the pump is intended for use with liquid enteral nutrition products only. The malfunction of the device cannot be determined.